Event description:
Customer reportedly received results of 479 mg/dl and 147 mg/dl within 10 minutes on the compact system. No actions taken based on device results. No blood glucose symptoms reported with these results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.